Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 273mg/dl and 264mg/dl fasting. Reviewed meter memory: 1:306mg/dl (B)(6) 2015 03:25:00 pm fasting: yes the customer just started using the meter today (B)(6) 2015 and he feels that the results are reading too high. The customer is comparing the results of his true result meter against the freestyle meter and it is reading 50 points higher. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 273mg/dl and 264mg/dl fasting. Reviewed meter memory: 1:306mg/dl (B)(6) 2015 03:25:00 pm fasting: yes. The customer just started using the meter today (B)(6) 2015 and he feels that the results are reading too high. The customer is comparing the results of his trueresult meter against the freestyle meter and it is reading 50 points higher. No adverse event reported.